Manufacturer narrative:
The handpiece was received at the MFR for eval. Service completed maintenance and repairs and then returned the device to the customer. A follow-up report will be submitted after the quality investigation has been completed.

Event description:
It was reported that the handpiece began leaking a lubricant during the cleaning process in spd. There was no pt involvement. There were no adverse consequences reported as a result of this event.